Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. A47 alarms are noted due to corrupted history file and unable to confirm e70 error alarm due to due to history file over written with a47 alarms. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed motor error during the fill tubing process. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.